Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An rv lead monitoring episode from (B)(6) 2021 shows intermittent noise on the rv channel. Noise on the ff channel can also be seen since implant. Pacing impedance has trended down slightly in the last year. Rv sensing had decreased in the last year. A full lead evaluation including postural and isometric testing was advised. Lead remains implanted, no adverse events reported.